Event description:
It was reported to vyaire medical that adjust knob was not working and the mean airway pressure would drift down on the 3100 a device. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Unit passing pre checks on arrival. Customer states adjust knob does not lower mean pressure until it is turned quite a bit. Explained that the knob may just need re-seated and the valve tightened or loosened. However, replacing for good measure. Adjust valve replaced. With knob minimized and reset held, mean airway pressure within range 0-12. Pneumatics function checkout/adjustments completed. Final tests and checks pass. Performance and circuit calibration passed. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.